Event description:
Information received a smiths medical intubation/portex endotracheal tubes polar malfunctioned. No anomaly in the product was observed at a pre-use check. However, after intubating it into the patient using an airway scope, when the customer attempted to put air into it, he noticed the cuff did not inflate. Also, he heard a sound of air leakage from the pilot balloon. No patient injury.